Event description:
The hospital reported that while the ventilator was connected to a patient, a technical error indicating an open safety valve was generated and ventilation stopped. There was no patient injury.